Event description:
The affiliate reports that 2 rapidlocs failed, "after snugging sown the tophat the sutures broke, were cut or they ruptured?" The surgeon resorted to doing a partial menisectamy to create a stable boundary.